Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a clot could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-17864, and the reported events and patient outcome could not be conclusively established. The relevant sections of the device history records for vad-17864 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to a clot. The outcome was not considered to be device or therapy related. The device was not explanted and will not be returned for evaluation. The customer reported that no additional information could be provided.